Manufacturer narrative:
The vessel sealer has been returned and evaluated by the failure analysis team. The instrument was found to have a loose grip cable at the proximal end. As a result of the loose grip cable, the instrument jaws would not close fully, causing the instrument to fail to deliver energy. There was no damage found and the conductor wire and the grip cable was not fully broken. Root cause is attributed to component susceptibility to damage. .

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer displayed an error message of "blade may be exposed". Customer removed the instrument, looked and noted that the blade was not exposed, and re-installed the instrument to receive the same error message. They called dv stat on another issue but made them aware of the stapler and vessel sealer issue. It was advised to return the instrument. Caller detailed the message was present and they were sealing the vessel and it cut the vessel prior to it being completely sealed off. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: from what he remembers there was a small vessel that was cut that was not fully sealed. Surgeon was able to use another instrument to grasp the tissue to control the situation until the seal was completed with a backup instrument. No bleeding was observed. The instrument in question was confirmed to be 480422-03/lot # k10250615.